Event description:
It was reported that the vascular stent was abnormally deployed. No add'l info was provided. No patient injury was reported.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4). The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. No other complaint has been received with regard to this lot number. There is no indication for a manufacturing related failure. As part of all complaint investigations, an attempt was made to evaluated the subject device as well as the device usage. In this particular case, no sample was returned. Images were provided. On the basis of the images, the stent was regularly deployed but became elongated after post-dilation. No add'l info was available. Potential factors which may have contributed to the reported issue have been considered. Previous investigations of similar complaints have been reviewed. The images show that the stent could be deployed successfully. Further images show a stent elongation after balloon dilatation. The stent may have been entrapped by an accessory used. A challenging placement site or not performed pre-dilation also may be contributing factors. On the basis of the images and the info available, a definite root cause could not be identified. The IFU supplied with this product sufficiently addresses the correct application of the device.